Manufacturer narrative:
The affected device was returned for evaluation in used condition and was decontaminated. It had a peeling dso seal, scratched lcd lens, and worn battery door. Performed functional tests and visual inspection. Performed three accuracy tests and the device passed all the tests. Customer's reported problem was not duplicated by functional testing - no fault was found. No root cause was determined, and no action was taken to correct the reported problem. The dso seal, lcd lens and battery door were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient received 5fu over 24 hours instead of over 48 hours. When they disconnected the patient, the pump was running at a rate of 4.2 ml/hr. Patient was medically affected. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and patient harm/adverse event reported.